Manufacturer narrative:
Product analysis #238193195:brief description of complaint: after about an hour and half into the procedure, the tip of the corecath device broke on one side, while the surgeon was cleaning it with blunt tip needle and cytology brush. Force was being applied to clean tissue off the tip. The tip was still attached on one side, nothing became detached from the device. While in use, the device was activated for 3-5 sec at a time. Investigation conclusion: the reported issue was confirmed. The monopolar electrode cage is broken, yet remains partially attached to the suction opening. However, it cannot be determined how or when the electrode was damaged. The condition of the returned device, such that the electrode wire, electrode cage, and the catheter tubing contained excessive amounts of tissue and coagulum buildup, along with degradation of the heat shield, is consistent with extend use time or activation duration and an altered rf energy path to the excess tissue within the opening that may have contributed to the failure. Although the cause of the damage could not be fully determined based upon visual inspection, the following event description information provided suggests that physician cleaning technique may have contributed to the failure: ¿after about an hour and half into the procedure, the tip of the corecath device broke on one side, while the surgeon was cleaning it with blunt tip needle and cytology brush. Force was being applied to clean tissue off the tip.¿ patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bronchoscopy procedure, the surgeon reported while cleaning the corecath device the electrode on the device tip fractured. The electrode remained attached on one side. There was no adverse effect to the patient reported.